Manufacturer narrative:
The insulin pump was downloaded to carelink pro successfully. No communication anomaly was noted during testing. The insulin pump was received with missing retainer ring and reservoir tube o-ring. Unit received with cracked select button at keypad overlay. The insulin pump was received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were having issues connecting to carelink. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.